Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error issue was verified, but the screen on quick bolus button stuck issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that a cartridge change error occurred. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.